Event description:
It was reported that when patient presented to the clinic for a routine device check for a pediatric pacemaker dependent patient, no capture issue was observed on the device. Upon performing of a atrial test, ventricular capture was lost and physician turned off the test immediately and capture was resumed. Programming changes were made and the atrial test was completed successfully. Auto capture was programmed on again and atrial test was unsuccessful and ventricular capture was lost again. Physician reprogrammed the device to resume ventricular capture. During another follow up it was relayed that when patient is in a hot tub noise was present on both channels which inhibited pacing. It was planned to upgrade the system however no specific dates were set. No further information available.